Event description:
In this case the customer reported a liquid leaking from the uninterrupted power supply (ups) of the CT system. There was no effect on clinical use of the CT system and no person came in contact with the leaking liquid. Philips service determined that three of the ups batteries had failed and leaked battery acid externally from the ups battery cabinet.

Manufacturer narrative:
The field service engineer (fse) arrived onsite to investigate the issue. The fse found that the external battery pack was leaking battery acid outside of the battery housing. The fse opened the external battery pack and found that 3 batteries were swollen and leaking battery acid. The fse cleaned up the battery acid leakage and ordered replacement ups and external battery pack. The failed component was sent by the customer to a local battery recycler. No parts were available to be sent back for eval by philips or the supplier. The philips se confirmed that the ups and external battery was the original installed with the system in july of 2009. This makes the failed external battery pack 3 years and 5 months old at the time of the failure, which exceeds the manufactures recommended life expectancy. The probable root cause of this ups battery failure is that the ups charger separated in bulk mode in an attempt to charge the batteries, which caused them to expel their remaining chemical content in the form of sulfur dioxide, and then the housings of the batteries bloated and cracked. Philips does not support preventive maintenance regarding console ups and batteries. (B)(4).